Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to reset the pump to resolve the issue. The customer acknowledged the instructions.